Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that ophthalmic oil was used in an unspecified procedure. The oil was later removed from her eye however, some oil was retained. After three months, the retained oil emulsified which made it hard for the patient to see. Additional information has been requested, but is not expected to be received.